Manufacturer narrative:
The reported event could not be confirmed as the device was not returned for evaluation. A review of the device history for the reported closed tube clip revealed no discrepancies. There are no open corrective/preventive actions in place related to the reported event for the subject product. As the device was discarded and not returned to stryker (B)(4), reasonable examination was not possible. Thus, the root cause of the reported event could not be determined.

Event description:
The customer reported to our kit booking an event of breakage of the product involved.